Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose, sensor anomaly and infusion set not adhering. Customer¿s blood glucose was over 600 mg/dl and treated with insulin pump. It was not noted if auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event. Customer did not troubleshoot for high blood glucose. The sensor will be replace/returned for analysis. Ozp - mmt-7020-sensor; frn - reservoir.